Event description:
It has been reported to co that during the procedure the gasket of this device dislodged during flushing. The pt is reported as fine and the device is being returned for co's analysis.